Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, leak and functionally tested. Microscope examination revealed that the pump kink resistant tubing (krt) were worn to the filament. The pump passed the leakage test. Functional test revealed that the pump failed the activation test. The cylinders were microscopically inspected, and leak tested. Microscope examination revealed that both cylinders had wear at fold in the proximal end and distal end of the cylinder. Both cylinders passed the leakage test. Based on the information available and analysis results, the reason for the mechanical issue and the collapsed/dimpled/flat pump was most likely determined to be the pump failure of activation test from the functional test; therefore, a conclusion code of cause traced to component failure was assigned. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which it was noted when the pump was pressed it was dimpled. The cause of the pump dimple was not detailed by the hospital. The pump and both cylinders were removed and replaced with no patient complications.

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which it was noted when the pump was pressed it was dimpled. The cause of the pump dimple was not detailed by the hospital. The pump and both cylinders were removed and replaced with no patient complications.